Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the middle of the cap. This was noticed while connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection identified a crack on the minicap. The reported crack was verified by visual inspection. The cause could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.